Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2011, product type: extension.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that starting in (B)(6) 2016, stimulation was cutting in and out. Stimulation would be on then out of nowhere it would shut off. Electrode impedance showed electrodes 0-2 were >4000 ohms. Reprogramming was attempted but was not successful. A surgical intervention was scheduled for (B)(6) 2016.

Event description:
Clarification was received from the manufacturer representative that the surgery was going to replace the entire stimulation system including the lead, extension, and battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.